Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing a transducer fault alarm. At this time, there is no information regarding patient involvement associated with the reported event.